Event description:
A distributor from sweden reported a malfunction related to a malfunction code 3-0x2095. Although the customer's blood glucose level was not disclosed, the distributor was unable to provide this information. The malfunction was not resettable, and it was necessary to replace the pump. The customer was informed about the replacement, and instructions were given for the return of the problematic pump. There was no additional information regarding the backup insulin therapy the customer planned to use.